Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that the patient's r waves were decreasing in amplitude gradually over time, for this reason, it was decided to do a lead revision, however, after several times extending the helix they were getting high amplitude r waves that would decrease within several minutes, then the rv lead was explanted and appeared to have no issues or deformities and the explanting hospital kept the lead. New lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. However, the pressure test failed due to cut in outer insulation. The low amplitude or poor morphology allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. The surgery ar code was not confirmed no evidence of device defect, malfunction, or abnormal damage was found.

Event description:
It was reported that the patient's r waves were decreasing in amplitude gradually over time, for this reason, it was decided to do a lead revision, however, after several times extending the helix they were getting high amplitude r waves that would decrease within several minutes, then the rv lead was explanted and appeared to have no issues or deformities. New lead was implanted. No additional adverse patient effects were reported.